Event description:
A caller reported receiving a minimum fill notification while re-loading a cartridge on the insulin pump. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.